Manufacturer narrative:
Concomitant product: tem1208gr progrip rt tem/pla12 x 8cm (lot # spc0904x). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of inguinal hernias. It was reported that after implant, the patient experienced an unspecified adverse outcome.